Event description:
During a gastrectomy (creation of the pouch), two of the devices misfired. One stapler fired staples, but did not cut. This event extended the o.r. Time. There was no add'l pt consequence.